Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with sensor and low blood glucose readings. The customer states their device went into threshold suspend. The customer's blood glucose level was 93mg/dl, but their sensor reading was 64mg/dl. The customer states they have received a series of low alerts and low threshold suspend. The customer's blood glucose level at the time of low level incident was 46mg/dl. The customer's most current level was 150mg/dl. The customer treated low level with food. Troubleshoot was conducted. The device passed the displacement test and was found to be operating as designed. The customer was advised to consult their healthcare provider regarding their unexplained low blood glucose level.